Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to continue using the current pump until a replacement arrives, and tandem technical support arranged for a replacement pump to be sent. Instructions were provided for the storage and return of the malfunctioning pump, which the customer acknowledged.